Event description:
During the placement of the last coil, ultipaq helical 10 2x1mm, there was a spontaneous detachment of the coil. When the wire was removed the coil stretched entirely in the microcatheter and it was totally removed from the patient, without causing any harm to the patient.

Manufacturer narrative:
During the placement of the last coil in a basilar artery aneurysm, the ultipaq platinum microcoil (fsr10020120/f59812) spontaneously detached, and when the wire was removed the coil stretched entirely in the sl 10 microcatheter and it was totally removed from the patient, without causing any harm to the patient or additional procedures. The device was returned for analysis. The coil was returned with the proximal section of the stretched coil still attached to the device positioning unit (dpu) via the detachment fiber. The coil was severed with the distal severed section containing the ball tip was not returned. The fracture is ductile inn nature requiring external force. No material defects were found. The hypotube and the braid portion of the delivery system were found to have been severely kinked and bent. The resheathing tool was returned severed. The fracture is ductile in nature requiring external force. No material defects were found to the severed ends. The evidence suggests that the kinked hypotube contributed to the resheathing tool damage. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch and connecting edges have been fractured and severely damaged. The damaged v notch edge has been raised above the surface plane. The locking mechanism has been damaged with compression and stretching of the sheath material away from the surface. There are two contributing factors to the coil severing and stretching. The coil did not have a spontaneous detachment as stated in the event description, but was severed with the distal severed section containing the ball tip not being returned. The primary contributing factor to the coil stretching and severing occurred during repositioning. During repositioning, the coil may have became anchored on the coils already dwelling inside the aneurysm, on itself, on the distal tip of the microcatheter, or on a source of unknown interference. The circumstances of how and where the distal section of the severed coil containing the coils ball tip is cannot be determined. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire micrus microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. Caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. In addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. The secondary contributing factor to the coils damage and to performance issues may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism became embedded inside the v notch of the resheathing tool and eventually the v notch edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have damaged the coil and the delivery wire. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported stretched coil was confirmed. The cause of the kinks on hypotube and also the unraveled and stretched embolic coil could not be determined; however, neither the analysis nor the DHR suggest that these damages are related to the manufacturing process. Additionally inspections are in place to prevent these types of damages from leaving the facility. With review of the limited available information, no conclusion can be made regarding possible contributing procedural factors. No conclusion can be made regarding the root cause; therefore no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.